Event description:
A customer reported a cartridge alarm that occurred during the load process. Despite the alarm, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To address the issue, the customer was advised to use multiple daily injections (mdi) as a backup therapy while receiving a replacement pump from technical support. The replacement pump would come with updated software, and the customer was instructed on how to manage the transition, including returning the malfunctioning pump.